Event description:
It was reported a philips sonicare series 6000 powered toothbrush caught fire outside of use. It is unknown if the powered toothbrush was actively charging at the time of the reported event. Consumer reported that the fire resulted in property damage to the sink and counter area. Additionally, consumer reported that they needed emergency medical attention due to severe anxiety related to the reported event. No further information regarding treatment was provided. Consumer has not responded to follow-up attempts. No product was returned due to consumer disposed device. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: the event date is approximate. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. Clinical assessment conservatively assessed the allegation of severe anxiety as a serious injury based on the consumer's report of requiring emergency medical attention. No further information was provided from the consumer. Consumer has been unresponsive to follow-up attempts for more information.